Event description:
Medtronic received information that during use of an mc2 two stage venous cannula, it was reported during a repair of an ascending thoracic aneurysm procedure under cardiopulmonary bypass, the customer lost the venous drainage, secondary to the fracture of the venous cannula. The situation caused a vascular and hemodynamics collapse for about 2 minutes. The customer was able to resolve it in about 2 minutes. The patient bled approximately 800ml beside the cardiovascular collapse with severe hypotension and ventricular fibrillation. The use of the device was unspecified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction e1: initial reporter country and phone number updated. Correction g2: updated report source to foreign. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5 medtronic received additional information that the device was replaced to complete the procedure. The patient remained without heart-lung perfusion assistance for 3-4 minutes until problem was identified and resolved by replacing the cannula. The leak was from the middle of the cannula within the spiral coil. The cannula was not heated or cooled prior to use. The damage was not in the location of the sutures. It was reported that bleeding was not the problem, it was a massive air aspiration within the pump and lack of venous returned to the pump. With eventual lack of volume to return to the arterial line. There was a possibility that blood was needed eventually, but the customer could not recall those details. Medtronic received additional information that the same insertion site was used for the new cannula. E. Facility name and address updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.